Event description:
A customer reported obtaining an unexpected negative reaction on galileo echo m01055.

Manufacturer narrative:
An immucor field service engineer performed the unexpected reactions checklist. The washer manifold was replaced. Qc performed as expected. The patient sample was retested and the expected positive results were obtained. The instrument is operating within specifications.